Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including ckd and hld. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a model 3300tfx 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 9 months due to calcification and stenosis. The patient was presented with shortness of breath. A 9750tfx 23mm transcatheter valve was successfully implanted and patient was stable and in recovery at the end of the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 3300tfx 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 9 months due to unknown reasons. A 9750tfx 23mm transcatheter valve was successfully implanted.